Manufacturer narrative:
Date of report : 05jun2019, date rec¿d by MFR : 08may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the touchscreen could not be calibrated and displayed a "bad touch" error. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR: 02jul2019. A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Further evaluation of the touchscreen assembly determined that the resistance (ul_lr and ur_ll) was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.